Event description:
Female patient had a therapeutic placement of a tracheal stent in 2005. During an eight month clinical follow up, a distal break of the ultraflex tracheobronchial stent was noted. The break location is described as in the middle of the lower (distal) at approximately 2mm epithelium partially covers the edge of the stent. The attempt to perform an atraumatic removal via use of forceps was unsuccesful. The stent remains in the patient's trachea. The stent remains patient without issue or consequences to the patient at this time. The patient condition is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device kmet specification. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement access and maintenance procedures.